Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1r441046 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator (ins) experienced pain and soreness at their implant site. The patient was seen by the implanting physician and nurse, and the patient did not show signs of infection. It was believed the patient may have experienced overstimulation in the vaginal area. There were plans to assist the patient with troubleshooting and the physician scheduled an explant surgery. Additionally, the patient was assisted with switching programs. Their implant site was still sore but there was no sign of infection. The patient wanted to troubleshoot first to see if they could avoid the explant surgery. The patient was reprogrammed again, and the stimulation was more comfortable for them. Later, the patient had surgery to explant their neurostimulator and tined lead. There was no further patient complications reported.